Event description:
Programming of vagal nerve stimulator identified "suggestive discontinuity." X-ray of lead pre-operatively showed that it was intact. Device and lead surgically removed and replaced with new.